Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to device non-use and the patient was re-implanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022.